Event description:
Physio control is investigating the possibility that the flash gravity steam sterilization process, recommended in the product literature, may not adequately sterilize the internal paddle handles. In addition, the internal paddle handles may not meet the specified sterilization life cycles for all sterilization processes as stated in the product literature. If handles and/or paddles are not sterilized adequately and used on a pt, there is a risk of infection. If the handles discharge button is damaged, defibrillation therapy may be prevented. There have been no complaints suggesting or alleging inadequate flash gravity steam sterilization.

Manufacturer narrative:
Customers who have purchased identified product were notified by certified letter explaning the issue. This action was initiated on 01/29/2008. A second notification will be sent by certified mail that will include updated sterilization guidelines.